Manufacturer narrative:
Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle clogged / blocked for lot #9029658 item #305110. Related complaints: (B)(4). A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ needle was clogged. This occurred on 6 occasions during use. The following information was provided by the initial reporter: material no: 305110 batch no: 9029658. It was reported that the customer was not able to drawn up insulin with six needles. Event description per email states: description of issue: customer reported 6 needle issues, where when inserting into insulin vial, needles were not able to extract any insulin, due to a blockage. Number of occurrences: 6. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? N/a. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts to send replacement cartridges, to replenish needles that were unusable. Customer was able to use another needle to successfully load new cartridge.